Event description:
It was reported that during the implant procedure, the physician attempted to screw the right ventricular pace/sense pin into the device, and he was not able to engage the setscrew with the wrench. The device was not implanted and another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the physician attempted to screw the right ventricular pace/sense pin into the device, and he was not able to engage the setscrew with the wrench. The device was not implanted and another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944 implantable tachy lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. It was also noted that there was a rounded socket and the set screw was in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.